Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nitroglycerin set with duo-vent spike presented a blockage and failed to prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed and passed successfully with no issues relating to the reported condition. Clear passage and pressure testing was performed and revealed blockage in the chamber.the reported condition was verified. The cause of the reported condition was determined to be excess material at the blue plug. Should additional relevant information become available, a supplemental report will be submitted.